Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead. Troubleshooting was performed and different vectors were tested and when programmed rv to coil the impedance measured 153 ohms. Technical services discussed this is due to calcification and recommended to perform a 41j commanded shock to determine real impedances. Additionally, it was noted that the patient is hearing beeping tones. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the <<defibrillation,>> pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead. Troubleshooting was performed and different vectors were tested and when programmed rv to coil the impedance measured 153 ohms. Technical services discussed this is due to calcification and recommended to perform a 41j commanded shock to determine real impedances. Additionally, it was noted that the patient is hearing beeping tones. At this time, the device and rv lead remains in service. No adverse patient effects were reported.